Event description:
It was reported by repair work order that the customer alleged that the siderail will not latch due to broken latch components. No adverse consequence or clinically relevant delay in treatment was reported.